Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. As this issue was identified in prior complaints, corrective action and preventive action (CAPA) was opened to address the non-conformances related to the sku 301027. Projects were completed as part of the corrective action and preventive action (CAPA) in april 2022 to implement revised case label graphics for sku 301027 to include the relevant missing information for the EU region. Batches that were produced after this date utilize the revised graphics that have both the EU authorized representative symbol and the single use symbol. A device history review is not necessary as a specific lot # was not provided and the complaint is related to a design inquiry. H3 other text : see h10

Event description:
It was reported while using bd plastic non-sterile luer-lok¿ tip syringe the label was missing information. There was no report of patient impact. The following information was provided by the initial reporter: we have raised complaints relating to the labels for multiple products that have not been addressed. Please note that we are still finding the same information missing from the product labelling on the incoming inspection checks and that no corrective actions have been implemented since we have raised the complaint in the first instance. As a procedure pack manufacturer we are obliged to ensure that components that we include in our trays are ce marked and meet MDR / mdd requirements where applicable and this also includes product labelling. Please note that we have identified that the following products do not meet applicable labelling requirements, and that there is an essential information missing from the labels of the products that we have receieved: 1. The EU authorised representative is missing from the label however it is a requirement for this information to appear on the label if the legal manufacturer is located outside EU. 2. The single use symbol is missing, please clarify.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastic non-sterile luer-lok¿ tip syringe the label was missing information. There was no report of patient impact. The following information was provided by the initial reporter: we have raised complaints relating to the labels for multiple products that have not been addressed. Please note that we are still finding the same information missing from the product labelling on the incoming inspection checks and that no corrective actions have been implemented since we have raised the complaint in the first instance. As a procedure pack manufacturer we are obliged to ensure that components that we include in our trays are ce marked and meet MDR / mdd requirements where applicable and this also includes product labelling. Please note that we have identified that the following products do not meet applicable labelling requirements, and that there is an essential information missing from the labels of the products that we have received: the EU authorised representative is missing from the label however it is a requirement for this information to appear on the label if the legal manufacturer is located outside EU. The single use symbol is missing, please clarify.